Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. H6: investigation summary customer returned a total of 19 autoshield pen needles. All were returned with their teardrop labels intact, identifying them as 5mm, 30 gauge pen needles from lot 0246591. Each of the pen needles was attached to a test pen. Saline was pushed through the system and out the distal dip of the pen needle¿s cannula. With the pen fully depressed and no residual pressure left in the system, the pen and pen needle would not leak any additional insulin. All of the pen needles returned were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of pen needles leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm needles had leakage. The following information was provided by the initial reporter :   the consumer reported finding the insulin pours out of needles when removed from injecting site even after holding the needle in site for 20seconds. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0246591 ¿ device expiration date : 09/30/2023. Device manufacture date : 09/02/2020. Lot # : unknown ¿ device expiration date : unknown. Device manufacture date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm needles had leakage. The following information was provided by the initial reporter:   the consumer reported finding the insulin pours out of needles when removed from injecting site even after holding the needle in site for 20 seconds. Date of event: unknown. Sample status: awaiting sample.